Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported device failure could be confirmed for january 4, 2024 (the device was not in operation on the reported date of event, january 3, 2024). A faulty blower unit was identified as root cause of the device failure and the generated alarm messages (first ¿rescue ventilation !!!¿ then "device failure !!!"). After replacement of the faulty blower unit, the device was successfully tested according to the manufacturer¿s specification and returned to the customer. The device continuously monitors the state and the function of internal components, sensors and software modules. If an unacceptable deviation between measured blower rotation speed and the set value is recognized during ventilation, the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that the blower stopped after approx. 15 minutes during ventilation. An acoustic and visual alarm was triggered immediately, with the message "rescue ventilation" being displayed first and then the message "device malfunction". No patient health consequences were reported.